Event description:
It was reported that signal loss over one hour occurred for the g6 receiver. However, data for the g6 android phone was provided for evaluation. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred for the g6 receiver. The transmitter was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and failed. Data for the g6 android phone was provided for evaluation. A review of the share log was performed and signal loss was found. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.